Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The mother noticed a decrease in hearing performance with the device since the beginning of 2020 but thought that it was due to the termination of the user's speech therapy sessions. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother noticed a decrease in hearing performance with the device since the beginning of lockdown but thought that it was due to the termination of the user's speech therapy sessions.

Event description:
The mother noticed a decrease in hearing performance with the device since the beginning of the lock-down but thought that it was due to the termination of the user's speech therapy sessions. Re-implantation is recommended but no date has been scheduled.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.